Event description:
It was reported that patient experienced a blister on the ankle following a tattoo removal treatment using picosure.

Manufacturer narrative:
Patient reported visiting a local specialist and receiving medical intervention. Cynosure clinical was unable to confirm whether medical intervention occurred since site did not provide any additional information. The device was evaluated and found to be operating as intended within specification. The device history record confirms that the product passed and met all requirements before releasing. Root cause as to why the patient experienced blister is unknown and since there is no issues with the device and clinical investigation was inconclusive, cynosure will continue to monitor such complaints. Based on the labeling materials and risk review, blisters are expected side effects from laser treatments. Cynosure is reporting this event out of an abundance of caution and based on the information that patient received medical intervention.